Event description:
It was reported patient presented for a follow-up in clinic. It was noted that the pacemaker went into back-up vvi mode. Programming changes were made. There were no patient consequences.